Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. MDR regulatory awareness date - correction for initial MDR submission - correct date should be (B)(6) 2025. G3 date received by mfg - correction for initial MDR submission - correct date should be (B)(6) 2025. G3: date received by manufacturer - additional information for follow up MDR. G6: type of report - follow-up. H2: type of follow up - correction. H6: health effect - impact code - correction. H6: health effect - clinical code - correction. H6: type of investigation - correction - remove code 4115 from initial MDR submission due to incorrect entry.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No injury or medical intervention was reported.